Event description:
The customer reported that the pyxis medstation es system nel04-b was not communicating. The customer confirmed that there was a delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction was due to the activation of the bluetooth connection, which hindered communication with the pyxis med server. A field service engineer disabled bluetooth feature, allowing the device to operate correctly. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.